Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red marks at the bottom edge of the front of the garment near the clasps. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient applied cortisone cream and was prescribed nyamyc powder by the doctor. Follow up indicated the irritation improved. Supplemental report 9/29/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red marks at the bottom edge of the front of the garment near the clasps. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient applied cortisone cream and was prescribed nyamyc powder by the doctor. Follow up indicated the irritation improved.